Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as and treated with bolus through insulin pump. Customer's blood glucose value was 100 mg/dl at the time of the call. Customer's mother reported that the high blood glucose levels began on (B)(6) 2017. Customer's mother stated that the infusion site was leaking. The product was not returned for analysis.